Event description:
It was reported that balloon rupture occurred. The 100% stenosed chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 10 atmospheres after a duration of 30 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).